Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Seroma: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Health professional reported reconstruction patient with tissue expander and alloderm. The mastectomy was complicated by dissection related lacerations to the skin on the left breast. The left was above the areola and about 3 cm in length. The patient also had positive lymph nodes and has received one dose of chemo and will need "rt" as well. The drains were removed after 1-2 weeks. There is now delayed healing of the left breast laceration with exposed alloderm. The surrounding skin is erythematous. Patient also had a seroma for the past week that was aspirated by interventional radiology. Cultures negative to date. Patient is on bactrim and healthcare professional feels that patient has improved.